Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board and machine flow sensor need replaced to address the issue. There was evidence of water ingress.